Event description:
It was reported that a revision was performed.

Manufacturer narrative:
Customer indicated that there is no product/drecords and quality records associated with this manufactured lot confirmed that no abnormalities evice to be returned for investigation analysis. A review of the device history were reported with this product during manufacture.

Event description:
A left hip revision was performed due to a fractured ceramic liner. The patient works as lumber/wood cutter. During work, the patient stepped backwards and felt his hip pop and pain. The ceramic liner fragments and femoral head were removed and replaced with an xlpe liner and new femoral head. The stem was left in place.

Manufacturer narrative:
.